Event description:
The 3m wound vac failed after 4 days of usage and stopped charging, they claim 24x7 support. I called all evening saturday through the morning sunday, and was on hold on multiple phone calls for hours and even when selecting a call back, it never happened, and that continued through monday 9/15. As the unit stopped, I had to call an emergency home nurse visit to come and remove the foam tape that was attached to my body, as they state, that no more than 2 hours without the wound vac working as it generates the risk for fluids flowing back into the wound causing issues. I only heard from them to request an additional form of proof of delivery, even though I already provided them one. I only heard back from a supervisor on tuesday only to say sorry this happened and to appease me by agreeing this condition is unacceptable. He did not offer any explanation or justification how solventum did not have anyone manning the phones or calling any patient back for the whole weekend. What if the emergency nurse could not come on a short notice sunday to repair my wound and remove the wound vac tape attached to my body, what would have happened? The wound was on my lower back which is impossible for me to reach or clean. This is unacceptable by any medical standard. This device should have been replaced promptly as it is only prescribed for big challenging wounds that do not heal on their own, they even stressed that the device must be worn a minimum of 22 hours a day.